Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis manifested by cloudy effluent. The breach in aseptic technique was further described as a hygienic issue. It was reported that the patient was not hospitalized for the event. The patient was treated with vancomycin injection (1gm, ongoing, route, frequency not reported) and ceftazidime injection (1gm, ongoing, route, frequency not reported) for peritonitis. At the time of this report, the patient was recovering from peritonitis and cloudy effluent events. Pd therapy was ongoing. It was reported that the patient was retrained on the proper aseptic technique. No additional information is available.